Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a transfer set and titanium adapter. This occurred during dwell three of six of peritoneal dialysis therapy. The transfer set and titanium adapter became disconnected. The patient reconnected afterwards. There was no patient injury or medical intervention associated with this event. No additional information is available.